Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved an extension set, 32 inch, 2 prepierced y-sites, secure lock where the customer reported that 'any pulling at all' causes the extension set to come apart at the y site. The event date was 23-jun-2025. There was unknown patient involvement and no adverse event/patient injury reported.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation; a device history review will be conducted.